Event description:
Prior to placing the 3.5 x 33mm cypher stent delivery system into the catheter in the pt, it was noted that the distal struts were up/off the balloon. The balloon was already a little inflated. The procedure was completed with a different cypher stent. The product was not clinically used.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.